Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc found that a foreign material was clogged in the nozzle. It was judged that an abnormality in water supply was occurred due to this clogging. The foreign material was fibrous and was judged to be gauze. It could be considered that it was clogged during the reprocessing at the facility.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, there was a poor water supply. Another scope was used for the intended procedure. There was no report of patient injury associated with the event. The subject device had been reprocessed with oer-4 after primary cleaning. The subject device was returned to omsc for evaluation. Omsc found that a foreign material was clogged in the nozzle.